Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2020, an unspecified high reading was received on their adc freestyle libre sensor when compared to capillary results. The customer experienced symptoms of sweating, dizziness, and a loss of consciousness. The customer was unable to self-treat and his wife treated him with 2 cubes of sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: d4 (serial number) has been updated based on returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.section h5 (labeled for single-use) has been updated as it was incorrectly documented in the initial MDR report. .

Event description:
A customer reported that on (B)(6) 2020, an unspecified high reading was received on their adc freestyle libre sensor when compared to capillary results. The customer experienced symptoms of sweating, dizziness, and a loss of consciousness. The customer was unable to self-treat and his wife treated him with 2 cubes of sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.